Event description:
Additional information received indicates that the patient's system was explanted due to ineffective therapy in (B)(6) 2024. There is no allegation against the reported ipg.

Manufacturer narrative:
Date of event is estimated. Exact date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested, but not received.

Event description:
It was reported, that the patient¿s system was explanted for an unknown reason. On an unknown date.